Event description:
During the incoming inspection of a brand new scope pentax (B)(4) found out, there is missing the (B)(6) IFU. Pentax (B)(4) could fix this with printing out the (B)(6) IFU by "my pentax portal". This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the (B)(6) IFU is missing in the package. When shipping from the manufacturer, only the global IFU is packed as the procedure. Before shipping to the customer, pentax (B)(4) found out the local IFU is not inserted. They printed out the local IFU, so this issue is fixed. Pentax europe trained in the outsourced warehouse. This is a single event. And as a result of DHR investigation, there was no problem with the package at the time of shipment. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.